Event description:
During preparation for use for a cardiopulmonary bypass procedure, the roller pump suddenly stopped operating. After 5 minutes, the pump operated normally. There were no adverse consequences to the pt as a result of this event.